Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core impaction drill was sent in for evaluation because it was overheating during a tooth extraction procedure. No adverse event was reported. The procedure was completed with a readily available replacement device without any procedure delay.